Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that during a breast biopsy procedure, the tip of the needle separated from the probe inside the breast. An incision was made to retrieve the detached needle tip. No other info was provided. The pt status is currently unk.